Manufacturer narrative:
The event occurred in (B)(6).

Event description:
During product evaluation, it was found that the infusion set was detached from the connector allowing insulin to leak. No adverse event was reported